Event description:
It was reported that the implant was stuck to a driver. The procedure was completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotiteâ® tapered certainâ® implant 5 x 11.5mm (int511) & one (1) internal connection universal placement driver tip - long (iipdtul) were returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing to recreate the reported event; verified the implant does not disengage from the driver. A pre-existing condition noted on the per was low bone density (type iii). The reported implant was located on tooth # 25 (fdi) and was used. The length of the driver's usage is unknown. Device history record (DHR) review was completed for the subject lot number (2021040020). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021040020) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.